Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer reported that they have low blood glucose levels of 2.6 mmol/l. The customer reported that they have problems with the sensors over last two nights. The customer stated that the middle piece popped out of the center of the whole set "like a puzzle piece" fell apart, so the set had not inserted and left some bruising. Troubleshooting was not performed because the customer declined to perform the troubleshooting at the time of call. Reservoir is not expected to return for analysis. Additional device related incidents: reservoir ((B)(4)); sensor ((B)(4)).